Manufacturer narrative:
Updated h3. Corrected d9. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was not reproduced. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). After checking the contents of the instruction manual, the following warning was issued: the balloon can easily tear, so beware of sharp objects. Balloons are fragile products. Handle them with care to avoid poking them with sharp objects. Store the balloon in a cool environment with low humidity. Store balloons in a cool, dry, dark place. After opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. The oxygen absorber in the package remains effective until the package is opened. After opening the package, the latex rubber of the balloon will gradually deteriorate. To prevent deterioration of the balloon as much as possible, be sure to seal the package after opening. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloon was torn. The issue occurred during preparation for use for an undisclosed procedure. There were no reports of patient harm.